Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file could not confirm the reported pump off and low speed advisory alarms. Additionally, evaluation of the submitted log file did not reveal any driveline related issues. The submitted log file contained events from day 140, hour 2, minute 20 through day 142, hour 11, minute 47, per the timestamps. No notable events or alarms were captured. The pump functioned as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had suspected driveline damage. Pump off and low speed advisories were noted. An unshielded power module patient cable (pmpc) would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.